Event description:
On (B)(6) 2010, pt underwent an uneventful percutaneous tracheostomy tube placement using tyco 8perc shiley that is supplied in the ciaglia blue rhino percutaneous tracheostomy introducer sets and trays. Less than 24 hours later, pt became hypoxic with persistant cuff leak requiring emergent endotracheal intubation and removal of the defective tracheostomy tube and replacement of the tube with a new one. Upon examining the defective tube, a defect in the cuff was identified. We recognized that there have been a voluntary product recall for some, but not all models. Dates of use: (B)(6) 2010 - 16 hours. Diagnosis or reason for use: acute respiratory failure. Event abated after use stopped or dose reduced: no.